Event description:
It was reported on (B)(6), 2022 at approximately 3:00 a.m., a patient who had a pacemaker died. The staff states that no alarm was triggered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The engineer was provided with logs from the central unit and the monitor. A review of the logs indicated numerous desaturation alarms that were silenced during the night of (B)(6) 2022. The engineer was able to confirm the product was functioning as intended.